Event description:
Rptr has been having reddened hands with use of latex gloves at work. This has been occurring since 1992. Have been to several doctors, allergists, dermatologists etc. Rptr's hands have burned so badly she doesn't want to use gloves during pt care, etc. Rptr was put out of work for 2 days until the environment could be evaluated for latex contacts. Rptr has had several sinus surgeries that she was told could be related to contact with latex products.